Event description:
Us customer contacted cepheid to discuss patient results. On (B)(6) 2022, a nasal swab performed by patient sample was collected. On (B)(6) 2022, the sample was processed per pi on xpert xpress cov-2/flu/rsv plus. The result was sars-cov-2 positve, flua negative, flub negative rsv negative. This result was reported to a physician. Patient 1 retest: on (B)(6) 2022 another sample was collected via physician in saline. On (B)(6) 2022, the sample was shipped overnight at a refrigerated temp to quest diagnostics. On (B)(6) 2022, the sample was tested using an unknown qualitative naat test where the sample resulted sars-cov-2 negative. It is unknown if result was not reported to a physician. There is no information about the outcome or treatment of the patient available. Patient was not symptomatic.

Manufacturer narrative:
Us customer contacted cepheid to discuss patient results. On (B)(6) 2022, a nasal swab performed by patient sample was collected. On (B)(6) 2022, the sample was processed per pi on xpert xpress cov-2/flu/rsv plus. The result was sars-cov-2 positve, flua negative, flub negative rsv negative. This result was reported to a physician. Patient 1 retest: on (B)(6) 2022 another sample was collected via physician in saline. On (B)(6) 2022, the sample was shipped overnight at a refrigerated temp to quest diagnostics. On (B)(6) 2022, the sample was tested using an unknown qualitative naat test where the sample resulted sars-cov-2 negative. It is unknown if result was not reported to a physician. There is no information about the outcome or treatment of the patient available. Patient was not symptomatic. This case involves a swab from an asymptomatic patient that tested positive for sarscov2 by xpert xpress cov-2/flu/rsv plus test. Pcr curves were normal. The results are consistent with presence of target at low concentration near limit of detection. Another swab collected the same day was negative by pcr test performed at quest. Based on normal pcr curves there is no evidence of product malfunction. No known impact to the patient. The likely root cause is target/s near limit of detection or near cut-off. False positive: false positive results for sars-cov-2 could lead to incorrect management of symptomatic patients, including unnecessary isolation or quarantine, misallocation of resources, delayed diagnosis and treatment for other infections or health conditions, or unnecessary antiviral treatment. Cepheid's patient safety board consult confirmed with the customer that there was no associated patient harm or change to patient treatment. Results are for the identification of sars-cov-2 rna. As per section 3 of the xpert xpress cov-2/flu/rsv plus eua IFU; ""positive results are indicative of active infection, but do not rule out bacterial infection or co-infection with other pathogens not detected by the test. Clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status."" Note for device evaluated by manufacturer - answer of no is due to the single use of the xpert xpress cov-2/flu/rsv plus test and the unavailability of that product lot to be returned to cepheid.